Event description:
During a scheduled lumbar laminectomy, decompression, fusion, and instrumentation at the levels of l3-4, l4-l5, and l5-s1 the tip of the angled 6mm disc curette broke off. The surgeon was unable to retrieve the tip. The decision was made to leave the tip in.